Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
The trigger press stays active and the liquid nitrogen keeps spraying. Wallach ultra freeze 900076 (B)(4).

Event description:
The trigger press stays active and the liquid nitrogen keeps spraying 1216677-2022-00277 wallach ultra freeze 900076 (B)(4)

Manufacturer narrative:
Investigation no sample returned review DHR *analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 10/288/2021 under wo #(B)(4) and shipped on 11/23/2021. Manufacturing record review: DHR 278444 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was placed on RMA 337508. However, the unit was not received as of 12/12/2022. Visual evaluation: a visual evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: an evaluation could not be completed as the complaint unit has not been returned to coopersurgical. If the unit should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: a root cause is not determinable as no unit was returned for an evaluation. *correction and/or corrective action no further corrective action is necessary. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Product receipt: the complaint unit was returned for repair. Visual evaluation: a visual inspection revealed that the plunger stem was over pressed. Functional evaluation: a functional test of the returned device confirmed the complaint condition. Root cause: a definitive root cause cannot be determined at this time. However, based on other repaired units with a similar problem, the replacement of the plunger resulted in smoother movement, thus resolving the issue.

Event description:
No additional information is available. Wallach ultra freeze 900076 (B)(4).